Manufacturer narrative:
Insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test and verify no delivery alarm due to motor error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm followed by a motor error on her insulin pump. Customer's blood glucose was 476 mg/dl. Customer stated he would treat after the call. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.